Manufacturer narrative:
Findings: pump received with intermittent button response due to flattened down arrow button dome switch. No unlocked j2/lcd keypad connector. Pump received with minor scratched lcd window, scratched reservoir tube window, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 145 mg/dl. The customer stated that she is not able to get down arrow to work. The customer stated that the device was dropped sometimes but nothing else. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.